Event description:
It was reported that the pulse generator exhibited a battery anomaly while still in the box. It was noted that the device had been exposed to adverse, cold weather. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.